Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon dilation catheter has returned for evaluation. On the visual evaluation of the device, the balloon had twist in the middle. During the functional evaluation of the device, the rapid exchange port was flushed, and an in-house guide wire were inserted without any issue. Then the balloon inflated with the in-presto inflation device and deflated without any issue. The balloon maintained the shape and pressure upon inflation and deflation. Microscopic observation was performed to note the anomalies. Therefore, the investigation for the reported material twist is confirmed for, as the balloon material was noted to be twisted during sample inspection and in returned condition for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4: (expiry date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the balloon allegedly twisted upon inflation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a procedure, the balloon allegedly twisted upon inflation. There was no reported patient injury.